Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, upon inflation, the balloon ruptured at 18 atmospheres. The device was completely removed form the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.